Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported a poor communication screen on the programmer and the reposition antenna screen on the recharger about 3-4 days ago. The patient couldn't get his device turned on. The patient had poor communication and was unable to communicate with the recharger. The last successful charge session was about 3 weeks ago and the patient said that a charge will stay good on him for a month. The stimulation was off. The indication for use was spinal pain and complex reg pain syndrome type i.if additional information is received, a follow-up report will be sent.